Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens.the problem was resolved. Cause of event was reported as unknown.